Manufacturer narrative:
Investigation in process, but not yet complete.

Event description:
It was reported that the screw was broken when the screw was inserted as usual. The shaft of the screw was remained in the pt's bone.